Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were having issues with a loose drive support cap. Customer reported that their drive support cap is flush and that insulin squirts from the reservoir during priming. Blood glucose level at the time of incident is 313 mg/dl which the customer reported as high and treated with insulin pump. Troubleshooting occurred. Pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Drive support disk was inspected and no anomaly was noted. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime anomaly or low reservoir alarm noted during testing. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection.